Event description:
Per the audiologist, after one year of using the device, the patient developed an infection around the implant site. An ent recommended (date not reported) the patient discontinue using the device for two to three months until a follow-up visit. Additional information has been requested.

Manufacturer narrative:
The type of event is addressed in the device labeling.